Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 8000 cobas ise module (double). The initial result was 164 mmol/l. The repeat result was 134 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer declined a service visit as they had no further issues. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.